Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low and high blood glucose level. The customer explained that she was receiving calibration not accepted and her blood glucose was low at 48 mg/dl, she treated with food and it went to 94mg/dl, to 253mg/dl , to 283mg/dl and ultimately high to 418 mg/dl. The customer indicated that she was going to treat with a bolus through the insulin pump. Troubleshooting was declined. The insulin pump will be returned for analysis.